Manufacturer narrative:
Manufacturing records were checked confirming the batch number involved was manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. No other complaints received on a total of 64 glenoid tt pegs manufactured with the same lot#. We will send a final MDR once the investigation will be completed.

Event description:
Intra-operative issue experienced on (B)(6) 2022 during a smr reverse prosthesis: during the surgery of a patient with sclerotic bone, dense cortical and soft cancellous bone, the glenoid bone fractured when reducing the humerus causing the glenosphere to move and the baseplate to loose. According to the complaint source, the suspected cause of the event is the smr small-r -medium glenoid tt peg, product code 1375.14.652, lot 2125719, ster. 2200010. A total of 30 minutes of prolonged surgery time to repair the fracture with a bone graft was reported. A conversion to smr hemi prosthesis was done (no detailed info about products implanted). Event happened in the us.

Manufacturer narrative:
Manufacturing records were checked confirming the batch number involved was manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. No other complaints received on a total of 30 glenoid tt pegs manufactured with the same lot#. No additional details were available on this intra-operative issue, preoperative or post-operative x-rays were requested but not available. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering the facts: checking the manufacturing charts of the involved lot #, no pre-existing anomalies were found. During the surgery of a patient with sclerotic bone, dense cortical and soft cancellous bone, the glenoid bone fractured when reducing the humerus causing the glenosphere to move and the baseplate to loose. We can suppose that the event was not product related. Pms according to limacorporate pms data, revision rate of smr glenoid peg tt, commercial code 1375.14.xxx for bone fracture is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues. Note: this is a final MDR

Event description:
Intra-operative issue experienced on (B)(6) 2022 during a smr reverse prosthesis: during the surgery of a patient with sclerotic bone, dense cortical and soft cancellous bone, the glenoid bone fractured when reducing the humerus causing the glenosphere to move and the baseplate to loose. The product involved in the issue was the following: smr glenoid peg tt small-r #m (product code 1375.14.652, lot number 2125719, sterilization number 2200010). A total of 30 minutes of prolonged surgery time to repair the fracture with a bone graft was reported. A conversion to smr hemi prosthesis was done (no detailed info about products implanted). Event happened in us.